Event description:
The customer reported that the system inter-mixed pt image data. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The solid state hard drive was evaluated and replaced. The workstation was reconfigured. The system was tested and found to be working as intended and returned to service.